Event description:
It was reported that an adverse event occurred during a procedure with the carto xp in use. The pt was noted to have a substantial pericardial effusion due to perforation, pericardiocentesis failed, and thus the pt was going to the cardiac operating room for repair of the perforation.

Manufacturer narrative:
The stockert 70 generator (product ID # st-1503) was also used along with the coolflow pump during the case. Upon follow-up with the customer, the ep lab staff did not want to comment about the case. They notified bwi that, "when the ablation came on, it just perforated". No additional info could be obtained, nor will they provide any more details. Per the sales rep, the adverse event was caused by an operator error as all of bwi products were operating in conformance with the MFR specification and the customer will not be returning any products.